Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of infection and exposure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (early onset) and device exposure. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reports left side infection occurring within 90 days of implanting, and an exposed breast implant. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: deformation and creases. A weight test of the device was verified and the device was within specification. Cloudy and voids after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Event description:
Healthcare professional reports left side infection occurring within 90 days of implanting, and an exposed breast implant. The device has been explanted.